Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A steerable guide catheter (sgc) was selected for treatment. However, while inserting a mitraclip into the sgc, a loss of fluid column was observed. Therefore, the sgc was removed and replaced. One clip was deployed on the mitral valve, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device anlaysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.